Event description:
Reportedly, the impedance of the ventricular lead was measured lower than 200 ohms during the last follow-up dated 25 march 2025. During the follow-up, the pacing threshold was difficult to be measured. The physician measured the impedance while moving the patient's arm and the impedance measurements was around 250 ohms. After, additional tests were made with always impedance below 200 ohms.

Event description:
Reportedly, the impedance of the ventricular lead was measured lower than 200 ohms during the last follow-up dated on (B)(6) 2025. During the follow-up, the pacing threshold was difficult to be measured. The physician measured the impedance while moving the patient's arm and the impedance measurements was around 250 ohms. After, additional tests were made with always impedance below 200 ohms.

Manufacturer narrative:
Investigation summary: review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. Analysis of the provided files confirmed a low bipolar impedance measurement below 200 ohms on (B)(6) 2025. However, during the most recent follow-up on the same date, the device memory was not properly recorded and appeared empty, likely due to the telemetry head being removed before the data transfer was completed, thereby preventing a detailed analysis of the event. These findings may suggest a potential issue with atrial lead integrity, possibly involving the outer insulation or an internal short circuit between the inner and outer coils. This behavior could impact both sensing and pacing functions of the ventricular lead. Since the lead remains implanted and hence not available for expertise, no conclusive statement on the root cause can be drawn. Close monitoring of the ventricular lead is recommended to ensure appropriate sensing and pacing function. The results of this investigation are retained and utilized for trending purposes.